Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing sensor reading discrepancies. Customer stated that the sensor was reading 5 mmol/l and 4.5 mmol/l and blood glucose was 8.4 and 5.4 mmol/l. Customer complained about getting low alerts and threshold suspend alarms for the last 24 hours. The customer also reported receiving calibration error and change sensor alerts. Customer was advised to remove and change out the sensor. The sensor was bent. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; showed the sensor failed per specifications due to low readings and bent cannula, unable to confirm if the customer received the sensor in said conidition due to the customer returned opened and used.